Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of high blood results. Caller states results usually are between 150-170 mg/dl. Result obtained on (B)(6) at 9:30p was 385 mg/dl. No adverse event reported.